Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 1 event was duplicated during testing, 2 events were not duplicated. Three devices were found to be affected by damaged rotor bearings. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. 4 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. 2 events were not duplicated; however, the devices were outside of specifications. 1 device was found to be affected by damaged bearings. 1 device was found to be affected by worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device overheated. 4 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.